Event description:
It was reported that the patient presented in clinic for a follow up. Upon examination, the pulse generator system showed 7 episodes of noise reversion on the right atrial (ra) lead and 2 episodes on the right ventricular (rv) lead. In (B)(6) 2025, there were noise episodes on both channels likely due to external source of electromagnetic interference (emi). More episodes were observed in (B)(6) 2025. The pulse generator also detected more than 15,000 episodes of automatic mode switch (ams) on the ra lead. Many ams episodes were suspected to be triggered by signals detected after a blanking period on the atrial sense channel. Programming changes are recommended. Evaluation of the ams episodes indicate a debuting lead issue. Further lead examination is also recommended. There were no reported adverse events to the patient. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2). Pt code: 4582. Device codes: 1036, 1194, 1557. Mw5180559.